Manufacturer narrative:
Based on the information provided by the complainant, the sub-optimal tissue processing is derived from the "factory 8hr xylene standard" protocol started in retort a at 19:25pm on 25 august 2017, which comprised (B)(4) cassettes and completed successfully at 07:00am on 26 august 2017; and the "factory 8hr xylene standard" protocol started in retort b at 20:30pm on 25 august 2017, which comprised (B)(4) cassettes and completed successfully at 20:30pm on 25 august 2017. The event/error codes recorded in the instrument software during execution of "factory 8hr xylene standard" protocol started in retort a at 19:25pm on 25 august 2017; and the "factory 8hr xylene standard" protocol started in retort b at 20:30pm on 25 august 2017, were advisory notification, which did not interrupt the protocols, and is not considered to have either caused or contributed to the sub-optimal tissue processing. Review of the reagents used for the "factory 8hr xylene standard" protocol started in retort a at 19:25pm on 25 august 2017; and the "factory 8hr xylene standard" protocol started in retort b at 20:30pm on 25 august 2017, shows that the reagent in bottle 9 (ethanol) was used for the first time in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort a at 19:25pm on 25 august 2017. All other reagents had been used for at least one (1) previous processing step. However, there was no evidence of a use error in replacing the reagent which would have either caused or contributed the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8hr xylene standard" protocol started in retort a at 19:25pm on 25 august 2017; and the "factory 8hr xylene standard" protocol started in retort b at 20:30pm on 25 august 2017. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint that approximately 100 biopsies were over cooked, from two (2) 8 hour protocols which comprised approximately 300 biopsies in each retorts a and b. The affected biopsies were reprocessed on another tissue processor; 70 biopsies were diagnosable; and the remaining biopsies were undiagnosable. As at (B)(6) 2017, leica biosystems (B)(4) has not received clarification as to the number of patients from whom tissue samples were not diagnosable; and clarification as to whether re-biopsy of a patient(s) is required, despite several requests being made.